Event description:
The blade broke during use and was retrieved from the surgical site.

Manufacturer narrative:
During a neuro spine procedure, the surgeon was in the body cavity making an incision and the blade broke. Using a forceps the surgeon retrieved the pieces of the blade and the procedure continued without further incident. The blade was returned in two pieces. There was no injury or need for further medical intervention as a result of the incident. This blade is a component in a custom surgical pack. The device is a bard-parker stainless steel blade from aspen surgical products. They have been notified of the incident. As the manufacturer of the device, they will make the determination if any corrective action is required.